Manufacturer narrative:
Additional point of contact (B)(4) (biomed). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse resolved by the issue by installing a pair of new batteries. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery n the right side is not charging. There was no patient involvement reported.